Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt heard.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2016. The device records several power ups of nonsensical data and self-test fails between the (b)() 2016 and the (B)(6) 2016 due to a low battery no further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device was manually power cycled and the device shutdown with a "warning low battery, device service required" prompt and a flashing red status led. This would confirm the reported fault. The device was disassembled for investigation. No visual abnormalities were found. The on/off circuitry was investigated and an abnormal measurement was taken on component q31. This indicates a fault. The component was replaced during testing. The returned pad-pak was re-inserted into the device. The device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device carried out test therapy without fault and an acceptable measurement was recorded for the test shock. Investigation found the reported fault can be attributed to failure of component q31.